Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a device on which to perform a failure analysis evaluation. It was indicated that the customer would not be returning the product. Log reviews could not be performed due to insufficient information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, while using a sureform 45 stapler instrument to fire a green reload accessory, the staple line didn't hold. One to three of the staples in the staple line became loose, so that the row of the staple line seam was no longer tight. A new green reload accessory was used, with no reported issue. At the time of this report, any interventions taken, the outcome of the procedure, and the patient's status is unknown.